Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead has exhibited out of range impedance of greater than 3,000 ohms for over one year. Additionally, several atrial tachy response (atr) episodes showed noise oversensing. Evocative maneuvers resulted in noise and triggered high frequency v pacing. The health care professional (hcp) decided to reprogram brady pacing from ddd to vvir mode and to exclude the atrium from both pacing and sensing. The patient's device shows three years of estimated remaining battery longevity, and the hcp will review the atrial lead at time of device replacement. No adverse patient effects were reported. This ra lead remains in service.